Manufacturer narrative:
The reported air aspiration issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
After the sheath was inserted into the patient air was aspirated into the syringe connected to the extension port of the sheath. The sheath was aspirated several times, but the issue remained. The sheath was replaced and the procedure was completed with no patient consequences.